Manufacturer narrative:
.

Manufacturer narrative:
The insulin pump passed functional tests. No moisture damage found inside the pump. The insulin pump was received with battery cap damage due to stripped coin slot, minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer blood glucose level was 300 mg/dl. The customer was treated with manual injection. The customer stated that their is blank display on screen, battery is striped and insulin pump is exposed to fluid. The troubleshooting was performed. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.